Manufacturer narrative:
Analysis is normal. No anomalies were found.

Event description:
It was reported that the system was explanted due to infection. The patient also had a previous pocket hematoma that was evacuated six months prior. There were no complications from the procedure.